Event description:
It was reported that a home patient (hp) experienced a leak from the patient line connection of the automated peritoneal dialysis set with cassette, during peritoneal dialysis therapy on the homechoice device. This was found during fill one, while the hp was connected. The hp informed the technical service representative (tsr) that the connection was not tight enough and they had fixed the problem before calling and there was no leak anymore. The tsr helped the hp in ending the therapy and advised the hp to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of leak from the patient line due to loose connection. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.